Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt experienced right arm pain and increased blood pressure in (B)(6) 2006. A fractured lead was suspected on (B)(6) 2006, and "reexploration" was to be performed. The pt's outcome was "pending," at that time. It was later reported that the pt's implantable neurostimulator was removed, it was believed, on (B)(6) 2006. It was unk if the lead was left implanted in the pt at the time of the explant of the neurostimulator. The pt, subsequently, experienced a "bulging" in the right elbow, and pain and burning through the fingers. The pt was redirected to the physician. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available. See also MFR report # 6000032-2011-05490.